Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and manufacturer representative. It was reported that the patient can't get an MRI. The patient has been in the hospital for a week and can't get an MRI because the device has been off for 3 years and is now overdischarged. The device can't be revived to be put into MRI mode. The patient didn't know that when the ins hit the 3rd overdischarge it wouldn't be able to be jumpstarted. The patient said this was the second overdischarge. The patient said they may need to remove the device to get an MRI. The patient said that because she can't get an MRI the hcp can't determine if it is multiple sclerosis. The patient said they had all these things happening to them and they aren't able to get her tests while she is in the hospital because no one wants to touch her with the implant in her. The patient said she wasn't on medication anymore and wasn't using the device because the implant was causing neurological problems and this had been going on for at least a year and a half. The patient said she wasn't at the point she was today where she has lost her bowels, her urine, isn't able to walk like she used to, and the patient said she already had a problem with her left leg, but the right leg was also effected now. The patient said she was deteriorating and no one wanted to help her. A manufacturer representative (rep) attempted a jumpstart and was able to start a recharge session. The rep was not able to charge the ins. Physician listings were sent to the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rep met with the patient on the night prior to the report to initiate trickle charging twice, but it was getting late. So, they met with the patient on the day of the report and resumed trickle charging a few times with no success. The patient was able to get four coupling bars but later could not find any bars. It was unknown if the patient had gone back into overdischarge. The rep later provided a contact to fax the MRI guideline too because a print out from an healthcare professional (hcp) showing the full body MRI was needed. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient stopped using their ins about 2-3.5 years prior to the report because it had not been working. The patient was hospitalized in (B)(6) 2019 because their ins was sitting on nerves as well as for other medical issues. The patient was in need of a MRI with the ins implanted because the ins was embedded in their nerves and a problem was suspected with the implant. MRI guidelines were requested, and it was reviewed that since the ins was not working and could not be put into MRI mode, a doctor would need to complete an MRI eligibility form. It was noted the patient had not seen their doctor in a long time and had relocated to a different state, so they did not have a managing doctor at the moment. Documents were sent to the hospital where the patient was scheduled to have a MRI. No further complications were reported or anticipated.